Manufacturer narrative:
Product complaint # (B)(4) additional information: a1, a2, a3, b7 date sent to the FDA: 6/22/2021 additional information was requested and received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Robotic assisted right salpingo-oophorectomy, scar revision date of procedure? (B)(6)/2021 is a photo available of the reaction? None please describe how the adhesive was applied. Per applicator what prep was used prior to, during or after dermabond use? Chloroprep was a dressing placed over the incision? If so, what type of cover dressing used? None is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not known prior to surgery is the patient hypersensitive to pressure sensitive adhesives? Yes were any patch or sensitivity tests performed? No patient demographics: initials / ID, gender, age or date of birth; bmi gs female 42 bmi 24 patient pre-existing medical conditions (ie. Allergies, history of reactions) tape allergy, denied dermabond allergy after prior procedure has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Yes is the product code and/or lot number available? No what is the current status of the patient? Recovered this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent procedure name? Date of procedure? Is a photo available of the reaction? Please describe how the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Is the product code and/or lot number available? What is the current status of the patient? Product is not available for return.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and topical skin adhesive was used. The patient had a reaction and unable to get the adhesive off. Patient has been taking medrol as of (B)(6) 2021 and using topical steroid cream. Additional information has been requested.